Manufacturer narrative:
(B)(4). The lot/batch was not provided; therefore, the manufacturing records could not be reviewed.

Event description:
It was reported that during a laparoscopic nephrectomy procedure, the jaws of the device were locked on tissue. The customer was able to remove the device from the patient. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Batch # p92n72. Investigation summary: the device was received with the jaws stuck closed. Upon visual inspection under magnification it was found a clip stuck at the upper jaw. The clip was removed to test the device. The device was tested on the generator and passed all functional testing. The energy output delivered from the device was verified. All three tones were heard during functional testing (tone 1 is heard when the energy activation button is pressed; tone 2 is heard when tissue impedance threshold is reached and tone 3 is heard when the cycle is complete). There were no anomalies noted with the functionality of the device. The clip stuck within the jaws is a routine occurrence during surgical procedures if the device is used in any other material then tissue and does not necessarily indicate a manufacturing defect in the device. Care should be taken not to close the jaw on staples, clips or any other material than tissue, for further information on device use can be found on the IFU. The batch history record was reviewed and no defects, nc¿s or protocols related to the complaint, were found during the manufacturing process.